Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was scratched. No information was provided if the screens can be read or maneuvered safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/07/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged scratched display issue was verified. Scratches were observed on the display lens. The pump powered up to the display with auditory and vibratory features no tactile issues were found with the keypad buttons. Unrelated to the complaint, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.